Event description:
It was reported that the flexor sheath from a rösch-uchida transjugular liver access set separated. The transjugular liver access set was required for a patient undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure in the gastroenterology department. Hepatic angiography was used to show the position of the portal vein and to puncture the jugular vein. The device was to be used for puncture between the hepatic vein and portal vein. However, after opening the packaging of the set, resistance between the flexor sheath and the 10 french black catheter/stiffening cannula combination was experienced, resulting in separation of the flexor sheath near the hub. The device was immediately replaced with a new liver access set with the same catalog number. The situation improved slightly, and the puncture was successfully performed. Subsequently, balloon dilation and stent implantation were performed. Procedural imaging confirmed smooth blood reflux and a decrease in portal vein pressure to the ideal range. Patient bandaged and safely returned to the ward. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - customer (person): phone: (B)(6). H3 - device evaluated by mfg? Device evaluation is anticipated but has not yet begun this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported in additional information provided 04feb2026, the flexor sheath was flushed prior to advancement of device components.